Event description:
It was reported to philips that the azurion device would not boot up. No harm was reported to philips. A philips field service engineer (fse) visited the site and replaced the x-ray pc. The device was returned to expected functionality.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) the system onsite and confirmed that the software on suite pc was stuck on philips logo at system start-up because the x-ray pc didn¿t respond to it during startup. The review of the log file showed that the x-ray-pc did not start. In subsequent restarts, the same happened. The fse replaced the x-ray pc, performed reinstall system devices, restore backup, batch verification, and tube calibration to resolve the issue. After the replacement, the system was returned to use in good working order.